Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the pump history. The history from the time of the reported bg excursion was unavailable for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging elevated fasting blood glucose (bg) levels in the morning for a (B)(6) period involving a replacement pump. The patient called animas to confirm her pump settings. A review of the pump revealed that the patient's basal delivery for 12:00 am was set to 0. The patient reported that she obtained a fasting bg level of "536 mg/dl" during the time of concern and had "300's" mg/dl on (B)(6) 2011. She denied having ketones or a headache with the elevated bg levels. She corrected the elevated bg's with the pump and her bg's returned to the normal range. After the animas representative walked the patient through correcting the pump's setting, the patient declined further assistance. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level that meets animas' criteria for a serious injury. However, the reported injury can be attributed to use-error since the patient's pump settings were reportedly incorrectly set.